Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room (ER) due to a low blood glucose (bg) level of 22 mg/dl and experiencing a seizure. The customer consumed glucose tablets and food to address the reported issue, and was treated with intravenous saline and insulin while in the ER. Cause for the reported issue was unknown. The customer was released from the ER after five hours with no permanent damage.